Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, two episodes of right ventricular (rv) lead noise resulting in oversensing and pacing inhibition. The device was reprogrammed to left ventricular sensing only and no more oversensing was observed. The patient was in stable condition.